Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010 and 23/apr/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The events of cancer and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Cancer ¿ published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Patient reports having " a lump or thickening in or near the breast or in the underarm area." Side not specified, this record is for the left side. Patient then reported "I had the lump in my left breast examined. It was ruled out as a benign cyst." Patient additionally reported being diagnosed with "cancer," specified as "gastrointestinal stromal tumor." No treatment or surgical reoperation has occurred. Device remains implanted.